Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon ruptured (atms unknown) during the initial inflation in the sfa. The health care provider reported that the pta balloon was retracted with difficulty through the sheath. Upon retrieval of the device, the pta balloon was reportedly removed in its entirety with no fragments remaining in the patient. The hcp further reported that another device was used to complete the procedure. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 1.5mm x 20mm x150cm balloon. The catheter was kinked approximately 21.6cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No ruptures were visible on the balloon. No other anomalies were noted to the returned catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.014¿ guidewire, and it passed with resistance at the catheter kink. The inflation hub was connected to an inflation device. The balloon was unable to be inflated. Dried blood was present inside the balloon, possibly blocking the inflation ports. The catheter was soaked in water for approximately 24 hours and the balloon was still unable to be inflated. With the guidewire in place, an attempt was then made to insert the device into an in-house 4fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then retracted from the in-house introducer sheath without issue. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is inconclusive for a balloon rupture, as the balloon could not be inflated due to the poor sample condition. Although the balloon was able to be retracted through an in-house 4fr introducer sheath without issue, the investigation is inconclusive for difficult to advance and retraction issues as full functional testing could not be performed. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. It is likely that the balloon rupture contributed to the difficulty retracting the balloon through the introducer sheath. Labeling review: the ultraverse 014 pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty advancing the pta balloon to the lesion during an angioplasty procedure. During the first inflation in the sfa, the balloon ruptured (atms unknown). The health care provider reported that the pta balloon was retracted with difficulty through the sheath. Upon retrieval of the device, the pta balloon was reportedly removed in its entirety with no fragments remaining in the patient. The hcp further reported that another device was used to complete the procedure. There was no reported consequences or impact to the patient.